Event description:
Pt reported cramps and feeling faint around 3 1/2 hrs into hemodialysis treatment on device. 200cc ns administered. B/p down to 69/36 and an additional 200cc ns administered. Pt became diaphoretic and systolic b/p down to 60mmhg. 200cc of ns administered, 02 applied, and treatment parameters decreased. B/p up to 98/46 and 200cc ns administered. Pt reported moderate cramping and b/p up to 114/60 after a total of 800cc ns. 12.5 grams of mannitol were administered and b/p increased to 168/80 dialysis treatment discontinued after approximately 4 hrs. Pt rec'd a total of 1000cc ns including rinse to give blood back. Healthcare professional reported ultrafiltrate controller "was reading the right amount when it actually took more off." 12/23/97 per director of unit, pt has rec'd subsequent treatment without incident.